Event description:
During service of the laser for reportedly burning pts, the service rep noted the energy calibration port was reading 54% low. This could result in delivery of energy 118% higher than expected.

Event description:
During service of the laser for reported burning pts, the service rep noted the energy calibration port was reading 54% low. This could result in delivery an energy 118% higher than expected.